Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d2b- additional product codes gwo, gxr. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 04.503.104.01s; lot: l732149; manufacturing site: bettlach; release to warehouse date: january 16, 2018; expiry date: january 01, 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the matrixneuro screw ø1.5 self-drill l4 tan 1u I/c is intact and does not show any wear. Functional test: a functional test using a matrixneuro screw driver 1.5 selfhold was conducted. The reported event could not be reproduced. The screwdriver did perfectly hold the matrixneuro screw. Inspection conclusion: the complaint is not confirmed as the reported event could not be reproduced. No further investigations are required per selected investigation flow as no product problem could be detected. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, during an unknown procedure, a matrixneuro screw self-drilling could not be held by an unknown screwdriver. The surgery was completed using an unknown alternative screw. There was no surgical delay or patient consequence reported. This report is for one (1) ti matrixneuro screw self-drilling 4mm. This is report 1 of 2 for (B)(4).